Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very strong pain, capsular contracture grade iii", "swelling", "seroma associated with acute, moderate inflammatory process", "very frightened, model implanted was on the list of products that are being recalled, affecting personal life and causing moral damage".

Event description:
Patient representative reported for left side "very strong pain, capsular contracture grade iii", "swelling", "seroma associated with acute, moderate inflammatory process", "very frightened, model implanted was on the list of products that are being recalled, affecting personal life and causing moral damage". Device has been explanted and replaced.